Manufacturer narrative:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the following clinic reported no device issues. It was reported that the patient did have multiple heart issues aside from the ICD implant. Of note, significant coronary artery disease, mitral valve disease, congestive heart failure along with several other health concerns. The patient was considered high risk for cardiac surgery to correct these issues. No further information to indicate any device allegations was reported. The device has not been returned to boston scientific for laboratory testing.

Event description:
Boston scientific received information in (B)(6) 2013 from a patient verification form that this patient had died in (B)(6) 2006. The family member included a statement that "the defibrillator did not work".

Manufacturer narrative:
The investigation of this adverse event is on-going as a request has been made to the local representative for additional information.